Event description:
It was reported that the device alarmed and displayed error message 120.4540 for watchdog failure. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 16mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4540 - replaced battery pack. Unresponsive buttons on keypad - replaced keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use on non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. A review of the device history record showed the device had a manufacture date of 16mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the keypad - unresponsive key. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/ error 120.4540. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed and displayed error message 120.4540 for watchdog failure. There was no additional information provided and no patient involvement.